Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The field service engineer (fse) went onsite to evaluate the device and noted several error codes. The fse noted that once the o2 sensor was removed and re-fixed (secured) the issue resolved. The error codes were a result of a "leak' at the o2 sensor in the patient circuit. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed est and sst. No patient involvement was reported.